Manufacturer narrative:
Further product information is not available.

Event description:
It was reported that the patient's s1 drg lead had migrated out of the foramen, causing ineffective therapy. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section h10: unique device identifier (UDI#): the UDI is unknown because the lot number was not provided instead of blank.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Device information is not known at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention on a drg lead for an unknown reason.